Manufacturer narrative:
The device has not been received for investigation. However, during testing by a lemaitre representative in south korea the balloon ruptured while being inflated. Due to this, the root cause of the reported problem of balloon will not deflate cannot be determined. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event.

Event description:
It was reported that the pruitt f3-s shunt cca balloon (blue) didn't deflate. It was not directly used on the patient. No injury was reported to the patient.